Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion and perforation of the left cylinder through the penile gland, resulting in the component sticking out of the gland; therefore, a surgical procedure was performed to remove the device. No new components were implanted, and no additional patient complications were reported.